Event description:
It was reported that allegedly upon successful retrieval of a vena cava filter, it was observed that one of the hooks had detached from the filter. The detached hook had endothelialized in the cava wall. The filter was removed with a recovery cone removal system. There was no injury to the patient. The filter had been implanted due to trauma. The filter had an indwell time of 695 days.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. Upon device examination, one of the legs had a fractured hook. The remaining piece of the hook was approximately 1 mm in length. Heat was applied to the filter and the filter took the intended shape. All arms and legs were present. All filter measurements made were found within specification. The product evaluation confirmed the detachment of the component; however, the root cause for this event unknown. The current IFU (instructions for use) states: warnings: filter fracture is known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.